Manufacturer narrative:
(B)(4). D10: medical product: unknown persona tibial tray e: catalog#ni, lot#ni; unknown persona stem 30mm: catalog#ni, lot#ni; unknown persona cps articular surface 12mm e/f 6-9: catalog#ni, lot#ni; unknown patella component: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient experienced a bone fracture of the distal femur. The patient underwent intervention to correct the fracture. Due diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 3007963827-2023-00327.

Event description:
No additional information to report.